Manufacturer narrative:
Supplemental report (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The batch 6002636 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code " soft cannula found kinked upon removal from infusion site." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6002636 was manufactured according to the work instruction version 106 manufactured in the linea 2, on 13/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code " soft cannula found kinked upon removal from infusion site" and lot 6002636 and no other complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure.

Event description:
This report is based on information provided by philips contact center manager and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device of a customer concern raised on why philips devices showed significantly higher hr (heart rate). The customer configured the heartstart xl+ for pacing mode ((B)(4)), set 30 ppm; the hr shown was 70 bpm. The customer changed to dfm100 with the same setup ((B)(4)). Hr shown was 80 bpm. With the philips mx500, hr shown was 69 bpm and hr (from sp02) was 33 bpm ((B)(4)). They compared zoll defibrillator, r-series; hr on zoll shown was 35 bpm. Manual pulse is around 30 bpm, measured by nurse. Impact to patient is reported as ¿patient will get inaccuracy diagnostic also have inappropriate treatment¿. Based on the current information provided, there does not appear to be actual harm to the patient. However, ¿patient/user harmed¿ question is answered as yes. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: this report has been updated from product problem to serious injury as the ¿patient/user harmed¿ question is answered as yes. This report is based on information provided by philips contact center manager and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Correction: this report has been updated from product problem to serious injury as the ¿patient/user harmed¿ question is answered as yes. Philips received a complaint on the xl device of a customer concern raised on why philips devices showed significantly higher hr (heart rate). The customer configured the heartstart xl+ for pacing mode (B)(4), set 30 ppm; the hr shown was 70 bpm. The customer changed to dfm100 with the same setup (B)(4). Hr shown was 80 bpm. With the philips mx500, hr shown was 69 bpm and hr (from sp02) was 33 bpm (B)(4). They compared zoll defibrillator, r-series; hr on zoll shown was 35 bpm. Manual pulse is around 30 bpm, measured by nurse. Impact to patient is reported as ¿patient will get inaccuracy diagnostic also have inappropriate treatment¿. ¿patient/user harmed¿ question is answered as yes.